Event description:
(B)(4). Intense stabbing/sharp pain in my sides and lower back during sex, headaches, itchy skin, intense stabbing pain in my ovary area and uterus periodically each month, sensitivity in teeth, severe bloating, heartburn, acne.